Manufacturer narrative:
It was reported that the patient was experiencing severe tricuspid valve regurgitation due to lead impingement. As received, a complete lead was retuned in one piece. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a lead revision procedure experiencing severe tricuspid valve regurgitation due to impingement from the right ventricular lead. During lead replacement, the patient developed heart block. The lead was ultimately explanted and replaced without complications. The patient condition was stable post-procedure.